Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the implantable cardiac monitor in backup vvi mode due to a power on reset. The cause of the anomaly could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.